Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board, fluoro functions board, interconnect cable, foot switch, and the battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a keyboard control error message which indicated x-ray could not be taken. There are no reports of pt injury or death associated with this event.